Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed.

Event description:
Name of procedure being performed: cholecystectomy. Detailed description of event: surgeon used the bag to extract the gall bladder and the bag broke with the gall bladder inside the bag. The bag ruptured and the gall bladder fell and spilled into the incision site. Unknown how the case was completed. Unknown if there were any fragmented pieces. There was no patient injury. Device is available for return. Additional information received via email from account manager on thursday, 23may2019: this was the lot number on the email I received and they have only purchased one box in the past 12 months. Additional information received via email from account manager on 05jun2019: the product has been discarded per [name], critical products manager at the facility. Additional information received via email from account manager on 10jun2019: no updates or additional information. Type of intervention: ni. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: cholecystectomy detailed description of event: surgeon used the bag to extract the gall bladder and the bag broke with the gall bladder inside the bag. The bag ruptured and the gall bladder fell and spilled into the incision site. Unknown how the case was completed. Unknown if there were any fragmented pieces. There was no patient injury. Device is available for return. Additional information received via email from account manager on thursday, (B)(6) 2019: this was the lot number on the email I received and they have only purchased one box in the past 12 months. Additional information received via email from account manager on (B)(6) 2019: the product has been discarded per [name], critical products manager at the facility. Additional information received via email from account manager on (B)(6) 2019: no updates or additional information. Type of intervention: ni patient status: no patient injury.